Event description:
It was reported that medical attention was sought on (B)(6) 2019 at the end-user's therapy session. The end-user stated that he took a blood glucose test at 7:15am and received a result of 196mg/dl. He then left home to go to his therapy session. He then passed out at therapy and the ems was called. When paramedics arrived, they took his blood glucose and received a result of 31mg/dl. Paramedics gave the end-user a glucose IV and a glucose solution over his gums. He refused to go to the ER. Before leaving paramedics checked his blood glucose and got a result 145mg/dl. There was about 2 hours between testing with the prodigy meter and the paramedics meter. The end-user tests 3 times a day and has been using the prodigy meter for about 2 years. He was using expired test strips, he was educated not to use products past the expiration date or 90 days from opening whichever comes 1st.